Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 26, 2024.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2024 was filed inadvertently. No infection had occurred and the antibiotic treatment previously reported was prescribed as a prophylactic treatment. Per the clinic, it was confirmed that the device was explanted on (B)(6) 2024. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on february 28, 2024.

Event description:
Per the clinic, the patient experienced an infection, skin breakdown at the implant site and extrusion of the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the device was explanted in (B)(6) 2024 (specific date not reported). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.